Event description:
PICC line inserted in 2005 for home IV antibiotics. Seven days later, the primary care provider was contacted by the pt stating that the PICC had broken apart when it was being flushed. The pt was advised to go to the emergency room. The ER note stated that the PICC line was broken apart at the pink hub. The PICC line was removed by the ER staff.